Event description:
It was reported that during da vinci-assisted radical w/ lymphadenectomy prostatectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that universal surgical manipulator (usm) kept faulting. Customer stated that they attempted to reseat the drape, replace the instrument and power cycled the system but the fault kept happening. Tse viewed and confirmed multiple 23068 and 23087 errors for a sensor issue on axis 6. Customer stated that the surgeon needed all 4 usms and was going to swap out the patient side cart (psc). The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via logs along with related error 23087, and was also replicated in-house. The unit was tested on an in-house system where it passed normal mode with error 23087 present. The unit was also tested on an in-house patient side cart (psc) fixture test platform (pftp) where it failed sine cycle. Upon inspection, the degrees of freedom (dof)7 rotor mirror was found contaminated with debris. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.